Event description:
Caller reported hospital system result was 6.7 mmol/l, one minute later, his advantage system result was 20.4 mmol/l. No adverse event reported relative to this discrepancy. A request was made for the return of the product and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer reported that the device displayed error f0007 and 20003.